Event description:
The following information was reported: balloon lost pressure during pullback, device pulled through, pressure was held for 15 minutes. The patient was not hospitalized. Stick location: right groin. Vessel size: 5.5.-6 mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification revealed a micro tear on the balloon, approximately 4mm from the balloon proximal tip. The review of the lhr (lot f1403504) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.